Event description:
A caller reported a malfunction with a pump, but no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level. Customer technical support provided instructions for resetting the pump, which successfully resolved the issue, allowing the customer to continue using the device. The support team advised the caller to contact them again if the malfunction code reappears, and the caller acknowledged this guidance.